Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported adverse impact to the customer. Customer contacted support, received full pump reset instructions, completed pump reset with guidance, confirmed error did not return, and then successfully started new sensor session.